Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was evidence of moisture corrosion observed in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and no further evidence of moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn and punctured. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).